Event description:
Reportedly, during the original procedure in 05 the surgeon had some difficulty closing a stapler on the tissue; however, he was able to fire the device without further difficulty. The surgeon then applied the ta stapler to close the common stab wound and the device was applied without incident. In 7/05 the pt was brought back to surgery where the surgeon noted that only about 60% of the ta staples had formed properly. The surgeon performed a temporary colostomy.